Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(6), model: sc-2218-50, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the patient underwent an explant procedure due to extreme positional changes and it was noted that there was a possible battery malfunction. All devices were explanted and will not be returned as it was sent first to pathology.

Manufacturer narrative:
The returned scs-ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patient underwent an explant procedure due to extreme positional changes and it was noted that there was a possible battery malfunction. All devices were explanted and will not be returned as it was sent first to pathology.

Event description:
It was reported that the patient underwent an explant procedure due to extreme positional changes and it was noted that there was a possible battery malfunction. All devices were explanted and will not be returned as it was sent first to pathology.

Manufacturer narrative:
The returned scs-linear leads were analyzed, visual inspection revealed that the lead was cleanly cut approximately 24.5 cm from the proximal end of the lead and the distal portion of the lead was not returned. The clean-cut damage is a result of a typical explant procedure, and it is not considered a failure. No other anomalies were identified on the returned portion of the lead.

Event description:
It was reported that the patient underwent an explant procedure due to extreme positional changes and it was noted that there was a possible battery malfunction. All devices were explanted and will not be returned as it was sent first to pathology.

Manufacturer narrative:
Sc-1232, (sn (B)(6)). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. However, an analysis of the data log revealed that the impedances were varying greatly while implanted due to position changes. With all the available information, boston scientific concludes that the allegation of undesired sensations due to postural changes was confirmed. The lead connections likely were not fully secure, and/or not enough slack was available for safe patient movements.